Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and lens was observed to be incorrectly positioned within the cartridge. The lens was returned in the company cartridge inside an opened self-seal pouch. Inadequate viscoelastic was observed in the cartridge. The lens had been loaded posterior surface up instead of anterior. The lens was advanced into the nozzle entry area. The leading haptic was folded back over the optic. The trailing haptic was not folded. The company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. The root cause appears to be related to failure to follow the instructions for use (IFU). The lens was observed to be loaded incorrectly into the cartridge - the intraocular lens (iol) was positioned posterior surface up, instead of anterior surface up per the directions of the IFU. In addition to this, inadequate viscoelastic was observed in the cartridge. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Topcoat dye stain testing was conducted with acceptable results. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was damaged due to a defective lens insertion device. Additional information has been received and stated that, the lens did not slide in the usual manner but was tight. The inserter's inner guide apparently did not pass straight through. The procedure completed by changing the lens and the injector. The procedure was completed on the same day. There was no harm was caused to patient, perhaps it prolonged the surgery by a few minutes.

Manufacturer narrative:
Correction information provided in d.4. Additional information provided in d.9. And d.10. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.